Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital is requesting a replacement hemopro2 extension cable.

Event description:
N/a.

Manufacturer narrative:
Tw (B)(4). Updated sections: b4, d9, g3, g6, h2, h3, h11. The device was not returned to maquet cardiac surgery for investigation, therefore no evaluation could be performed. It is not possible to confirm the reported complaint. The reported device is an OEM device, therefore, a lot/serial history review was not applicable. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance

Manufacturer narrative:
Tw (B)(4). Updated sections: b3,b4,b5,e2, e3, g3,g6,h2,h11.

Event description:
The hospital reported that before the procedure, hemopro2 extension cable did not work. A new device was used to complete the procedure. There was no delay. There was no patient harm.